Event description:
Physician was using the impactor to place the femoral implant. When physician was hammering the implant into place the impactor head broke off of the handle and scratched the femoral implant. A new impactor and implant was given to the field. The broken impactor was intact meaning the plastic head appeared to be intact. Broken impactor send to sterile processing. FDA safety report ID# (B)(4).